Event description:
It was reported to medtronic minimed that the customer experienced critical pump error with open book image alarm, loss of communication between pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer was unable to pair device with pump. Pump continued to alert device not found while trying to pair devices after several attempts. No harm requiring medical intervention was reported. Mmt-1880 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit powered on with open book image. Unit successfully downloaded using thump software. On adapt, pump error 63 was recorded 3 times per main error log (dates and times unavailable per error log dump). Per software engineer log, 3 sequential pump error 63 alarms due to hardware error ( filenum/linenum=0/3437). Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place properly during testing. The following damages were also noted: cracked keypad overlay, pillowing keypad overlay, and scratched case. In summary, customer concern for open book image confirmed. Open book image due to three sequential pump error 63 alarms caused by hardware error. Isolate to electronic stack. Unable to confirm for no com pump to mobile due to open book image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.